Event description:
It was reported that the tip of the introducer was cracked. The defective introducer was recognized right before they bead it onto the wire. This means directly before the planned entering. Due to the defect they neither used the introducer nor the cannula. A new set was opened and no defects appeared. Complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The product was returned and inspected visually. The size of the cracks were up to 8 mm. The DHR was reviewed. All introducers tip-end were 100% inspected for flash, splits, or cracks. No defective introducers were scrapped on the lot. According to the record, the product was correctly built and released in accordance with approved procedures. The incoming inspection records for the introducer were reviewed. The review did not reveal any non-conformance related to tip-end splitting. According to the record, the product was correctly received, inspected, and released in accordance with approved procedures. There were no remaining introducers in stock to review the tip-ends. The retained introducer for lot 13-08233 was reviewed for the tip-end and no split or damage was observed. The root cause is unknown. The investigation did not suggest or point to a manufacturing issue. At this moment it will be considered an isolated incident.